Event description:
It was reported that during a maxillo-facial procedure at the user facility, the a tps oscillating saw (catalog# 5100031000) disassembled and a metal rod fell into the surgical site. The metal rod was retrieved immediately and did not require additional medical treatment and it did not cause any complication or adverse consequences to the patient. Retrieving back-up equipment caused a one hour delay to the procedure. It was reported that additional anesthesia was required, but that there were no adverse consequences to the patient due to the additional anesthesia or the delay.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.